Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscal repair procedure, after the t1 was deployed, t2 was simultaneously deployed. A backup device was used.

Manufacturer narrative:
This device was received in poor condition. The blue split cannula was returned. The depth limiter has been trimmed. T1 is not present. T2 and partial suture remain inside the needle track. Due to a substantial twist, bow and bending of the needle, the manual actuator cannot not advanced to its full location. Bending of the delivery needle can cause the device to malfunction. There is no ¿pre-deployment¿ with this style of needle delivery system. It requires a manual push of the trigger for each t to advance. ¿t2 pre-deployment¿ as reported could not be confirmed. No root cause related to the manufacture of the device can be established. From the devices condition use error cannot be ruled out as a contributing factor.